Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290v humidification chamber was found to be cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber is expected to return to fisher & paykel healthcare in (B)(4) but has not yet arrived. A follow-up report will be provided upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: the visual inspection revealed a horizontal crack which started at the base of the chamber and presented smaller cracks propagating from it. There were no sign of residue in the dome but there were stress marks present in the region of the cracks. A lot check was performed and there were no other complaints of this nature for lot 130628. Conclusion:we were unable to determine the cause of the damage. However, it is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has reported that the crack appeared after the product had been in use, indicating the fault was not present during set up. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290v humidification chamber was found to be cracked. No patient consequence was reported.